Event description:
Customer reportedly tested 78mg/dl and 61mg/dl while experiencing a seizure. His mother had to pour juice into his mouth during the seizure to treat him. Requested return of suspect system and replacement was sent.